Event description:
Healthcare professional reported two days after a patient was injected in the top and bottom lip with one syringe of juvederm ultra plus xc, the patient experienced severe swelling only in the bottom lip more so on the right side than the left side. The tope lip was not swollen. The patient was seen by the injector seven days later and prescribed a medrol dosepak. The symptoms have not resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of severe swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.